Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion error was not reproduced. The device was tested for downstream occlusion and passed. A review of the event history log revealed ¿downstream occlusion messages. Downstream occlusion. The reported condition was verified. The cause of the condition was determined to be the force sensor current reading with tube was out of range. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed downstream occlusion error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h11: a review of the service history record identified the device has been serviced greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.